Manufacturer narrative:
Device evaluated by MFR: the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube, inflation lumen, and guidewire lumen. The hypotube is separated 74.3cm from the hub. Microscopic examination revealed no additional damages. There is blood present on the balloon folds and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, it was noted that the shaft snapped. The procedure was completed with another of the same device. No patient serious injury nor complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, it was noted that the shaft snapped. The procedure was completed with another of the same device. No patient serious injury nor complications were reported and the patient's status was stable.